Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2009 due to a depleted battery 17 months after implant. A short circuit in the lead was suspected but the patient was receiving good therapy and opted to continue with frequent battery replacements rather than a lead revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Product typ extension product ID 7438, serial# (B)(4). Product typ programmer, patient product ID 3387s-40, lot# v090726, implanted: 2008 (B)(6), explanted: na. Product typ lead. (B)(4).